Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patients ipg would not hold a charge and was causing pain. It was noted that the patient had significant weight loss. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned.